Event description:
It was reported that the patient was admitted with dizziness and weakness. Hemoglobin was 5.7 g/dl. Patient was transfused with (B)(4) units packed red blood cells. Capsule study done which revealed a few coffee ground streaks but with no active bleeding. An enteroscopy was planned. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (gi bleeding and low flow alarms) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The reported low flow alarms could not be confirmed through this evaluation. Multiple requests for additional information were sent to the center; however, no further details were provided. No log files were submitted for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The gastrointestinal bleeding were reported under MFR# 2916596-2015-00901; MFR# 291659620190048. Date of birth not provided. The heartmate 3 lvas was implanted during (B)(6) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flow alarms, fatigue, anemia and suspected slow gastrointestinal bleeding. Patient had a history of multiple gastrointestinal bleeds and cauterized duodenal arteriovenous malformation. Patient denied having dark colored stools or recent epistaxis. A transthoracic echocardiogram was performed on (B)(6) 2019, and showed adequate vad support and functional right ventricle. No further or additional information was provided.